Event description:
The facility's biomedical engineer reported an incident of an overinfusion involving a flogard pump. Reportedly, the pump "dumped" 250ml of heparin into the pt in 4 hours when it was set at a rate of 10ml/hr. The pt was admitted to the hospital for an outpatient surgery. The pt was taken to the operating room (or) in the evening. The surgery was completed, however, while the pt was "getting closed up" in the or, the pt coded. After the or, the pt was transferred to the intensive care unit (ICU) with the blood pressure of 86/48, pulse 68, respiration 14 (on a ventilator), and oxygen saturation of 91%. A 250ml bag of heparin was started on channel 1 of the flogard pump sometime after 2345 and before 0250 (believed to be started at approximately 0100). The heparin bag was connected to the interlink IV set. Heparin was reported to be the only infusion on this pump. At that time, the pt's blood pressure was 148/74, pulse 92, respiration 14 (on ventilator), and oxygen saturation 92%. At 0330, when the nurses were inserting the nasal gastric (ng) tube in the pt, they noticed pt was bleeding from the oral cavity. The heparin overinfusion was discovered around 0430, however, it was unknown by the risk manager how the overinfusion was discovered: whether the bag was found empty or whether the pt was symptomatic. At that time, the pt's blood pressure was reported to be 125/58, pulse 76, respiration 14, and oxygen saturation 96-98%. The doctor's order stated, "do not restart heparin, ivc filter replacement when ptt in norm, stat CT of brain without contrast, h/h q6 hours, h/h stat now, pt/ptt, cci, cbc 18hrs, call with results". The ptt (partial thromboplastin time) was recorded to be 320 at 0848. 87 at 1330, and 36 at 1810 on the reported incident date. The CT scan of the pt's brain was performed and dictated at 1644 and the examination was limited to the pt's head. The results stated, "there is suggestion of vague low attenuation in the region of the right uniform nucleus / right frontal white matter which may be in part secondary to technique as above, however, early ischemia in the given history of recent event cannot be excluded. Follow up CT or optimally MRI recommended to further evaluate. There is abnormal prominence of the left caudate region, which on multiple contiguous images demonstrates as void focus overlying the interior of the left lateral ventricle. While this is felt to represent artifact, a discrete lesion cannot be excluded and f/u CT is recommended to evaluate. The cerebellar tentorium is hyperatteuating and mildly thickened, it is unclear if this is the pt's normal baseline or if there may be a new subdural hemorrhage layering along the tentorium itsel. Again follow up CT recommended and optimally MRI, when able. Impression: 1. Symmetric low attenuation with the right uniform nucleus / r frontal white matter, recommend follow up CT or optimally MRI to evaluate for early ischemia. 2. L. Basal ganglia / left anterior horn abnormal ovoid structure suspected to represent volume averaging, recommend f/u CT to exclude lesion. 3. Prominent cerebellar tentorium cannot exclude subdural hematoma, recommended follow-up. 4. There is asymmetric prominence of the left sigmoid / transverse sinus, recommend follow up CT to evaluate. 5. There is an ovoid density within the left ml segment, which is likely tortuosity of the vasculative. Follow up CT and optimally when able MRI is recommended to evaluate". The follow up CT scan however was not performed due to the patient's death, which occurred two days later. MRI could not be performed because of the pt being on a ventilator. Two days after the incident, the pt arrested at 1400 and CPR (cardiopulmonary resuscitation) was initiated. CPR was unsuccessful and the pt expired at 14:30. According to the risk manager, the pt did not arrest as a result of the heparin overinfusion. The risk manager reported an autopsy was not performed per the family's request and the causes (primary and secondary) were still unknown. The risk manager believed the pt's death was "cardiac related".